Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The freedom driver was the patient's backup driver. Visual inspection of the driver revealed split housings, fractured housing bosses with raised inserts, secondary motor cam follower out of the bottom dead center (bdc) position and scuff marks on primary motor and main printed circuit board assembly (pcba). This type of damage is consistent with rough handling or an impact shock to the driver. The driver's alarm history revealed several recorded alarm codes which are produced as the result of the primary motor not engaging for almost five seconds after powering on the driver. During incoming testing, the driver was running on secondary motor, therefore, it alarmed after approximately 5 seconds of startup and could not be fully tested for all sections related to alarms or for sections related to testing different beat rates. The driver did, however, meet all pressure requirements while operating on the secondary motor. Investigational testing determined the root cause of the customer-reported alarm to be the non-engagement of the primary motor as a result of the malfunction of the primary motor controller pcba. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom driver was not supporting a patient at the time of the reported event. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm upon start-up.

Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient at the time of the reported event. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm upon start-up.